Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the patient experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered to the patient during dialysis treatment.